Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were inaccurate after registration. The surgeon navigated inside the nose and was not accurate. They did not re-register because the surgeon had already went sterile. Unknown at the time of the call whether the surgeon was going to proceed with the inaccuracy or abort navigation. Additional information received on the same day indicated the site aborted the use of navigation for this case. There was no delay to the case and no impact on patient outcome. On 2020-02-03: new information received: the clinical specialist does not have an exact measurement of inaccuracy. The surgeon said it was ¿slightly off¿ the surgeon didn¿t end up using the navigation. The following day he did more accurate thorough tracing and covered the entire nose (which in this case he did not). The following day the system was very accurate and no issues. The clinical specialist was not there during his trace this day-when we reviewed the trace he did not cover the entire nose and over traced areas-tech support said it was probably a bad trace.

Manufacturer narrative:
Archives were reviewed. Registration was performed with a 1.7 mm registration accuracy.  Registration had a good green zone of accuracy around the area of interest and a very good yellow zone of accuracy (covering complete head).  The patient had a lot of loose skin and a few registration points were under the skin. There was not enough evidence to know the root-cause of the issue. (B)(4) are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the issue could not be replicated. After reviewing the archives, the registrations has good accuracy of 1.7 with good green zone but the patient has a lot of loose skin. The trace area was good with only a few red points. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.